Manufacturer narrative:
This device was disposed at the user facility. Therefore, olympus could not evaluate the device. Olympus will train the customer on how to use and reprocess this product based on the instruction manuals. Omsc guessed that the fluid flowing backward was caused by foreign matter adhering to the check valve. There is possibility that the adhesion of foreign matter was caused by insufficient reprocess. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that indigo carmine flowed backward into endoscopic flushing pump ofp-2 through the auxiliary water tube maj-855. When olympus representative visited the user facility, the user reported that the maj-855 was only reprocessed with an enzyme-based detergent although it was supposed to be cleaned and disinfected with an automatic endoscope reprocessor. There was no report of patient injury associated with this event.